Event description:
While implanting this rv lead, the pt developed "unstable hemodynamics requiring acute pericardiocentesis." Following the procedure, the pt stabilized immediately and the sys was successfully implanted. Should additional info become available, this event will be updated.